Event description:
It was reported that the patient received inappropriate shock while undergoing a pain stimulator. A magnet was not placed over the implantable cardioverter defibrillator (ICD) during the procedure. The procedure was completed without further additional shocks. The patient was in stable condition with no adverse events.